Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the main body (light blue) and twist clamp (white part) of a minicap extended life pd transfer set. It was further described as ¿white part came off the light blue¿. This occurred when disconnecting from the cycler during peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the main body (light blue) and twist clamp (white part) of a minicap extended life pd transfer set. It was further described as ¿white part came off the light blue¿. This occurred when disconnecting from the cycler during peritoneal dialysis (pd) therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: the actual sample along with a video was received for evaluation. A visual inspection with the naked eye and magnification were performed on the actual sample with no issues noted; the white twist sleeve was assembled properly onto the light blue main body. Functional testing including leak, clear passage and clamp function testing were performed with no issues noted. The reported condition was not verified during functional testing. The device met specification. Although the device met specification, the nurse demonstrated on the video showing a twisting and squeezing motion that caused the white twist clamp and light blue main body to become separated. Therefore, based on the video review, it is possible there was a potential misuse of the transfer set at the time of event. The transfer set is not designed to be opened with a twisting and squeezing motion. The excessive force can cause the white twist clamp and light blue main body to become separated. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.